Event description:
The clinic reported that a laser vision correction patient who presented with an epithelial ingrowth in the right eye following a lift flap enhancement in 2007 had the epithelial ingrowth removed. The surgeon lifted the flap to remove the ingrowth. At a two week follow-up exam the doctor verified that the epithelial ingrowth was no longer present. The patient¿s visual acuity was 20/30 in the right eye and 20/20 in the left eye.

Manufacturer narrative:
Date of this report should be (B)(6) 2014. Placeholder.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. Placeholder.